Event description:
Surgeon reported at the time of surgery the patient was found to have a non-displaced fracture of the right condylar prosthesis. The screws securing the device were found to be tight. It was noted there were no screws in the upper most screw holes of the condylar prosthesis. The patient has an extensive history of multiple surgical tmj procedures including proplast teflon implants which were replaced with silastic implants followed by the tmj implants, inc. Condylar prosthesis.